Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type :lead. The conclusion code applies to the ins. The conclusion code still applies to this event for both leads ((B)(4)).

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative reporting that on (B)(6) 2017 that patient went to see the hcp. The hcp put the patient under an x-ray because the patient was not feeling it in their back. There were no known environmental factors. The x-ray showed that the leads had moved to t8 when they were originally positions at the top of t7. The patient also wanted a non-rechargeable implantable neurostimulator (ins) instead of the rechargeable that is currently implanted. The patient¿s medical history includes depression, failed back surgery syndrome, and scs. The patient was alive with no injury and a surgical intervention was reported to have occurred.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient was scheduled and underwent a lead revision today ((B)(6) 2017) with a non-rechargeable ins replacement. It was reported that the patient had not had right side coverage for a while, but they were getting good coverage of their right leg today. The patient was doing well at the time of the revision. It was reported that the rep and the patient's healthcare provider had no further information at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they dropped the ins off at the post office yesterday ((B)(6) 2017). They also reported the patient's weight at the time of the event. It was indicated that the provided information had been confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they picked the explanted ins up from the pathology at the hospital and would be mailing it in. The serial number for the non-rechargeable replacement device was also re ported. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be submitted when the device evaluation is complete. H6. The conclusion code no longer applies to the ins.

Event description:
The patient via manufacturing representative reported pain over their implantable neurostimulator (ins) site. It was noted that if the patient turns over on the left side over their implant, they have pain. The patient was to follow up with their healthcare provider (hcp). The patient was implanted for herniated disc and spinal pain. Additional information was received from patient. The patient reported their hcp advised wearing a brace or corset and use of topical medication for the pain at the stimulator site and neither helped. The patient saw the hcp on 10/10/2016 and x-rays were performed. The patient did not have results. The patient reported they still had pain. Their stimulator only tingles down the left leg and nothing down the right leg, across the low back or butt. The stimulator was intended to help severe low back pain. They had been reprogrammed multiple times. The patient had lost some weight and their hcp and rep thought that maybe the unit had moved around.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory. Analysis of the implantable neurostimulator (ins) (B)(4) found no anomalies. Analysis of the anchors (unknown serial numbers) found no significant anomaly and/or damaged from explant. It was found that the stimulator anchor injex was cut on both of the anchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.